Event description:
The customer reported that during a pt procedure the anchoring bolts and bushings of the rear and center of the pt support loosened, causing the rear of the pt support to be suspended in the air. There was no report of harm associated with the event.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).